Manufacturer narrative:
(B)(4). Calvarial remodeling surgery for craniosynostosis (scaphocephaly) has been performed in a (B)(6) male patient ((B)(6)) on (B)(6) 2014. During surgery an iatrogenic injury (dura tear) of the abnormal layout of the left transverse and sigmoid sinuses with profuse venous bleeding occurred. Both the clinical presentation and the initial pathological findings were suggestive of air embolism due to transverse/sigmoid sinus damage. As part of the surgical hemostasis two kits of 5ml floseal hemostatic matrix have been used. Floseal has been applied between 11:35 (time point of dural sinus injury) and 11:43 when the cardiac arrest occurred, and than again during resuscitation. The patient formally died after cessation of resuscitation at 12:42. The pathologist¿s opinion as for the cause of death: 1a. Floseal hemostatic matrix agent embolism of the lungs, heart and brain. 1b. Complication of a skull cosmetic surgery: perforation of the transverse/sigmoid sinus. 1c. Scaphocephaly and asymmetry of the head (atypically high position of the left transverse sinus of the skull). The use of floseal may have caused or contributed to the fatal outcome of this case based on the following: 1.the foreign material present in the embolic clots (lung, heart and brain) has been histologically identified as floseal hemostatic matrix. 2.loss of cardiac output and cardiac arrest in close temporal relationship with the application of floseal. 3.given the use of floseal (applicator diameter 3 mm) in the presence of a venous sinus defect with a diameter of 6-9mm a primary (inadvertent) intravascular application cannot be excluded. 4.it appears that a major contributor to the event was also the positioning of the patient with the head well above the right atrium. This may cause a negative peripheral venous pressure in the application area (sigmoid sinus) of floseal that may favor an aspiration of hemostatic material into the venous system. What still remains unclear and cannot be fully explained is the presence of thromboembolic hemostatic material in the greater circulation (with hemostatic matrix embolization to the heart and brain). Hemostatic matrix material has been identified histologically in the small and medium sized intramural coronary arteries of the septum and in the left ventricles, as well as hemostatic matrix emboli in vessels that includes the pons, the cerebellum next to the dentate nucleus in the midbrain, in meningeal vessels, in the thalamus, caudate nucleus, frontal and parietal lobes deep white matter, despite the absence of a patent foramen ovale or other vascular anomalies or shunts (e.g. Persistent ductus arteriosus botalli). Both the hazardous situation of a negative peripheral venous pressure (due to patient positioning) as well as the contraindication to apply product intravascularly and the related harms are appropriately identified in the floseal risk management files (ract and use misuse fmea) and addressed adequately in the product labeling (contraindication and warnings sections of the floseal IFU) and do not require additional enhancements. Baxter vienna completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review could not be performed as no lot number was provided. No further investigation necessary, as no sample is available and according to the decision tree this complaint occurred because of an expected and forseeable side effect, which meets all of the following criteria: a. Clearly identified in the manufacturer's labeling. B. Clinically well known as being forseeable and having a certain qualitative and quantitative predictability when the device is used and performs as intended. C. Documented in the device master record, with an appropriate risk assessment, prior to the occurrence of the incident. D. Clinically acceptable in terms of the individual patient benefit are ordinarily not reportable. No trend identified. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). A revised post mortem report from the pathologist indicated the initial diameter of 6-9mm was inaccurate. It is approximately 4mm. See below: from: "3.given the use of floseal (applicator diameter 3 mm) in the presence of a venous sinus defect with a diameter of 6-9mm a primary (inadvertent) intravascular application cannot be excluded." To: "3.given the use of floseal (applicator diameter 3 mm) in the presence of a venous sinus defect with a diameter of approximately 4mm a primary (inadvertent) intravascular application cannot be excluded." This information does not change the medical assessment.

Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
This is a case that was reported to baxter on (B)(6) 2014 from (B)(6) coroners regarding the death of a patient. The product was involved with the surgery, in which the patient became deceased. It has not been insinuated that the product was the cause of death. But the coroner has requested a baxter official to preside over the autopsy as an expert witness.

Event description:
Additional information received on 07-jan-2015: diagnosis and indication for surgery: (B)(6) had sagittal craniosynostosis and required a calvarial remodeling. Indication to use floseal during surgery. There was active bleeding and it was used as an additional supportive measure to the previously applied methods of hemostasis. Maximum of two vials were used (5mls ea) via a standard applicator and open approach. Has floseal been used in the presence of active bleeding? Yes. What was the source of bleeding? Venous. What was the course of surgery and the postoperative course until death? From the time of bleeding the focus was on hemostasis. He initially responded to the blood loss and during a period of apparent stability he showed rapid deterioration and lost cardiac output. Despite resuscitative efforts, he passed away. What was the time interval from application of floseal and death? Floseal was applied initially at some point between 11:35 and the cardiac arrest at 11:43, then again early in the arrest resuscitation process. He formally died after cessation of resuscitation at 12:42. Additional information received on 08-jan-2015: patient details: initials: (B)(6) ; dob: (B)(6) 2014; date of death: (B)(6) 2014; weight: (B)(6); ch length: (B)(6); cr length: (B)(6); ofc: 0.0cm; foot length: (B)(6). Intraoperative collapse of a (B)(6) male infant, who had skull reconstructive surgery. Summary of autopsy findings: 1. Male infant whose measurements are appropriate for his age of (B)(6). 2. External congenital anomalies: a. Scaphocephaly; b. Depressed nasal bridge; c. Upturned nose; d. Wide set eyes; e. Bilateral transverse palmer creases. 3. Internal congenital anomalies: a. Abnormal layout of the left transverse and sigmoid sinus; b. Accessory right coronary artery; c. Accessory spleen. 4. Other pathological changes: a. Removed parietal bones; b. Circular lesion on the outer side of the dura at the site where the transverse and sigmoid sinus join; c. Lung edema and hemorrhage, hemorrhagic infarcts; d. Pulmonary embolization by hemostatic matrix; e. Further embolization by hemostatic matrix in heart and brain vessels; f. Fluid retention with pericardial chest and abdominal fluid; g. Confluent petechiae on both lungs and a few on the thymus. 5. Other investigations: a. Microarray- to follow. Comment: a dysmorphic, but appropriately grown infant with no major developmental abnormalities, except for the misshaped skull. During the post mortem examination, the area of bleeding had a circular lesion on the dura, corresponding with a bore hole which turned out to be a perforation-site into an aberrantly high positioned transverse/sigmoid sinus. The position where the transverse sinus joined the sigmoid sinus in right angle was atypically high, approximately 7mm higher on the left than on the right side. Therefore it seems that the routine way the drilling of the skull was carried out, resulted in penetrating the angle of the transverse/sigmoid sinus. Both the clinical presentation and the initial pathological findings were suggestive of air embolism due to transverse/sigmoid sinus damage. Subsequently, the consultant pediatric anaesthetist advised that the material used as hemostatic agent during the operation is known to have caused pulmonary embolism in the past and histology has confirmed that in multiple large and medium sized pulmonary arteries, in medium sized intramural coronary arteries, and in multiple vessels of the brain a pale eosinophilic, homogenous material was found. This is consistent with the floseal embolism. Cannot establish, whether initially air embolism did have a role or not, but it seems that the hemostatic agent (floseal) caused multiple emboli in vital organs (lung, heart, and brain) that led ultimately to the death of the child. Since emboli were present in various organs it cannot be ascertained, which one caused the death, therefore la states floseal. A microarray result is still awaited, the result of which is not having any influence on the cause of death. The pathologist's opinion for the cause of death: la. Floseal embolism of the lungs, heart, and brain. Lb. Complication of a skull cosmetic surgery: perforation of the transverse/sigmoid sinus. Lc. Scaphocephaly and asymmetry of the head (atypically high position of the left transverse sinus of the skull).. Clinical summary: (from coroner¿s report/hospital notes) circumstances of death: the patient was suffering from sagittal synostosis from birth. He was seen by clinical genetics and according to the clinical information this was an isolated and non-syndromic problem. He was admitted to calvarial remodeling for the sagittal synostosis. On (B)(6) 2014 at 1110 hours the patient underwent general anaesthesia and both parietal bone flaps have been removed. According to the vital signs report and information provided by the doctors, as the left flap was removed around 1135 hours a bleeding was noted, the baby responded with tachycardia, approximately 10 minutes later bradycardia started, around 11:45 hours there was a drop in the pco level. The bleeding was approximately 200 ml of blood, appeared to be a venous lesion and the surgeons tried to control it with continuous compression. In the course of the resuscitation he received 150 ml of transfusion and a lot of fluid, which also resulted in a clinical picture of volume overload. In spite of all efforts the child was pronounced dead at 12:42 hours on (B)(6) 2014. The general clinical opinion was that a clinical presentation was consistent with air embolism. The child's weight on admission was (B)(6).